Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the output connector assembly was broken and there was a broken capacitor on the main printed circuit board (pcb). It was noted that the display wire was pinched with the wire insulation exposed, the battery wire was pinched with the wire insulation not compromised, the keypad was delaminated, the lower case and the hanger assembly were both broken and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.